Manufacturer narrative:
Failure event observed during analysis. Final analysis found that only the connector segment of the lead measured 7.3 cm was returned. A full breach degradation breaching outer insulation was noted at 4.5 cm from the connector pin. Other damages found were consistent with that occurring at the time of explant procedure.

Event description:
This report is to advise of an event observed during analysis.